Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed motor position encoder error and experienced high blood glucose level. The patient¿s blood glucose level was 18.0 mmol/l. The alleged device is not expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime or compromised force sensor system alarm and displacement test. Insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm motor position encoder error alarm due to erased history file. Insulin pump had cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, minor scratched display window, stained end cap sticker and stained address or serial number label.